Event description:
Additional information was received that the infusion was life sustaining. The medwatch number was provided; mw5089442.

Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Functional testing was not able to repeat the reported issue, even though review of the event history log showed the pump displayed multiple occurrences of no disposable alarm messages after pump started. The investigation determined that a defective downstream occlusion sensor may have contributed to the issue and the downstream occlusion sensor was replaced. The reported issue of "no disposable, pump won't run" was not confirmed during the investigation.

Manufacturer narrative:
The medwatch form was submitted by (B)(6) with the patient identifier (B)(6).

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump gave an error message; "no disposable, pump won't run". The patient tried tightening the cassette and still got the error. The patient was able to switch to a backup pump. The reported issue occurred while the pump was in patient use and there was no reported adverse event.